Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level, as the error did not persist following corrective measures. Technical support provided complete pump reset information and assisted the caller in resetting the pump, resolving the issue and allowing the caller to successfully start their sensor session.